Event description:
It was reported that the first xience xpedition stent delivery system was removed from the hoop and it was noted that the catheter was broken. The device was not used. The second xience xpedition was then removed from the hoop and this device catheter was also noted to be broken. This device was not used. A new unspecified size xience xpedition was then used in the procedure. There was no patient involvement and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other xience xpedition device referenced, is being filed under a separate medwatch report number. The device was returned for analysis. The broken shaft was able to be confirmed as the hypotube was separated. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue.